Manufacturer narrative:
H3,h6: no products have been returned to medtronic for analysis. Codes b15, b17, c20, and d15 are applicable to this analysis. H6: code b15: analysis of information provided by user/third party is applicable to the probable cause of this issue was likely the instruments had one or more bent sphere posts. Code b17: device not returned is applicable to the device was not returned for testing despite being requested by the manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the customer had difficulty tracking two passive planar probes. Troubleshooting was performed. The manufacturer representative (rep) obtained one of the probes and covered up each tracking sphere, one by one, and noticed the instrument tracked better when some of the spheres were covered. It was noted that the probable cause of this issue was likely the instruments had one or more bent sphere posts. There was no patient involvement.